Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and noted normal wear. The scope socket tab was note to be loose and not protecting the pins. The olympus lamp was noted to be out of specification with 400+ hours. The device¿s ventilation was inspected and found the ventilation fan clogged causing the noise. The device was repaired and returned to the customer. The instruction manual states ¿clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. Avoid using the light source in a dusty environment. This may damage the light source.

Event description:
The service center was informed that during preparation for use, a humming noise was noted coming from the right side of the device. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed, the contents of this complaint. The legal manufacturer reported, that the root cause has not been identified, because this product has not been returned. Therefore, the probable cause will be described based on the information thus far. The probable cause is as follows: (1) abnormal noise, due to adhesion of dust of the fan: it was confirmed, that dust accumulated on the cooling fun from repair reports. It is presumed that this event occurred, because the ventilation grill or its surrounding area was not cleaned. And the ventilation grill was clogged with dust at all times. (2) looseness of endoscope connectors: it is presumed, that this event occurred, due to application of excessive force to the endoscope connector socket during connection. (3) light intensity of the lamp out of specification. It was presumed, that this event occurred, due to the following two causes: -the light intensity of the lamp decreases, because the lamp was used for more than 400 hours. -the light irradiated from the lamp was interrupted, due to debris on the objective lens.